Manufacturer narrative:
Continuation of d10: product ID: 977c165 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedances at implant on contact as it read 40,000 ohms. The lead was removed and wiped down multiple times but the issue didn't resolve. The issue was ongoing. The cause was unknown. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, patient reported he had a fall on (B)(6). Patient previously had impedance issue of 40,000 on electrode 4, which was still present. Connection check showed issue at electrode 0. Patient stated at time of replacement that despite this, stimulation was perceived on both left and right leg. Since his fall, all stimulation only on right. Reprogrammed patient, unable to capture bilateral coverage. Impedances similar to replacement.